Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or any subcomponents that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to implant an intertrochanteric fixation nail advanced (tfna) system on (B)(6) 2016, two (2) 6mm/9mm cannulated stepped drill bit tips broke. While the surgeon was drilling a path for the lag screw placement, he heard a crack and noted that the tip of the drill bit had broken. This fragment was easily retrieved. The surgeon then chose another 6mm/9mm cannulated stepped drill bit to complete the path. Again, the drill tip broke inside the femoral neck bone and produced a small fragment. The surgeon chose not to retrieve this small fragment. This small drill bit fragment was left in the patient's left side femoral neck bone. The surgeon continued with the lag screw placement and surgery was completed successfully. Due to these events there was a 10 minute surgical delay. The patient was reported to be stable postoperatively with no issues. This is report 1 of 2 for com-(B)(4).